Event description:
Nurse removed vac for doctors to review btm and change dressings and they accidentally removed btm at same time.

Manufacturer narrative:
Based on the details available the root cause for the reported complaint was due to use error, as it was reported that the nurse accidentally removed btm during the dressing change. The risk is documented in the existing risk management file of the device, and the case will be subject to trending according to documented post market surveillance procedures.